Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-49 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. The f-49 alarm was identified during functional testing. The cause of the condition was determined to be the device being out of configuration. To correct the condition, the configuration settings were reset. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.